Event description:
It was reported that the patient underwent an inflatable penile prosthesis surgery due to fluid loss. Upon revision, a leak from the tubing was identified. In addition, the outer layer of silicone on cylinders broke, which led to bulging of the cylinders. All components were removed and replaced. There were no patient complications.